Event description:
Consumer alleges that the leg rests are uneven, cannot adjust to level. Brakes are allegedly not connecting equally, chair may roll forward. Joystick will allegedly flash a warning light as if the chair is out of gear, but it allegedly isn't. Son allegedly has to rock the chair back & forth to get it to move.

Manufacturer narrative:
RMA has not been initiated for this issue. Model tdxsp-cg serial number/date code (B)(4) is approximately 2 years 10 months of age. The user manual part number (B)(4) was issued with this device. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.